Event description:
There was an allegation of questionable elecsys tsh results on either a cobas pro sample supply unit or a cobas 801 analytical unit. The cobas e 801 analytical unit serial number is (B)(4) and the cobas pro sample supply unit serial number is (B)(4). It is unknown which module the results were obtained on. This medwatch covers the alleged results for the elecsys tsh assay. Please refer to manufacturer report number 1823260-2022-00124-00 for the alleged elecsys anti-tshr assay results and manufacturer report number 1823260-2022-00123-00 for the alleged elecsys ft3 iii assay results. (B)(4). It is unknown if the results are from the same sample. It is unknown if the results were reported outside of the laboratory.

Manufacturer narrative:
The patient was taking supplements containing 50 mg + 75 mg biotin. Product labeling states: "the effect of the following endogenous substances and pharmaceutical compounds on assay performance was tested. Interferences were tested up to the listed concentrations and no impact on results was observed. Compound biotin: concentration tested: = 4912 nmol/l or = 1200 ng/ml". Product labeling also states: "this assay has no biotin interference in serum concentrations up to 1200 ng/ml. Some studies have shown that serum concentrations of biotin can reach up to 355 ng/ml within the first hour after biotin ingestion for subjects consuming supplements of 20 mg biotin per day 7 and up to 1160 ng/ml for subjects after a single dose of 300 mg biotin." The customer's calibration and qc results and sample pre-analytic details were requested but not provided. The patient sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Investigation of the patient sample confirmed the customer's results. An interfering factor against the streptavidin component of the reagent was detected in the sample. This is a known interference documented in the product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. A general product problem can be excluded. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The become aware date for the data previously reported in manufacturer report number 1823260-2022-01017 for the alleged elecsys tsh assay results was updated in this report. Section g3 was updated.